Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident. Customer¿s states that the current blood glucose was 350 mg/dl. Customer treated with insulin pump. Troubleshooting was performed high blood glucose with under delivery. The product will not be returned for analysis.